Manufacturer narrative:
The article reports the gore device only as "gore-tex", therefore actual device is unknown. Multiple attempts were made to obtain additional information including the lot/serial number, product type, implant and explant dates, patient medical history and weight. No response has been received from the document author. As the lot/serial number was not provided, a review of the manufacturing records could not be conducted.

Event description:
In review of an article in the journal of pediatric medicine titled "non-crosslinked porcine acellular dermalmatrix in pediatric abdominal wall reconstruction: a case series", the following was reported: a (B)(6) female presented with a large ventral hernia. She had a history of nine previous abdominal surgeries to address gastroschisis, with herniation of over half the liver and both the small and large bowel initially. The article stated that procedures included bentec silo bag placement with multiple revisions and alloderm® with wound vac coverage of exposed viscera. Attempts at abdominal wall reconstruction with porcine submucosal small intestine extracellular matrix and gore-tex 4 and 6 months prior, respectively, were both complicated by pseudomonal infection, without fistulization, requiring removal.

Manufacturer narrative:
Age or date of birth updated information. Date of event new information. Article cited as siy rw, et al, non-crosslinked porcine acellular dermalmatrix in pediatric abdominalwall reconstruction: a case series, jpediatr surg (2016), http://dx.doi.org/10.1016/j.jpedsurg.2016.09.057; - attachment: [literature article_10 non-crosslinked porcine.pdf]

Manufacturer narrative:
Patient code: (B)(6).device code: (B)(4).